Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported the circumstances that led to the jolt was them accidentally turning off their device and it being off for 1-2 days. The patient turned the device back on because they felt nervous, and it took many hours before transmission was back to ¿normal¿ performance. The issue was now resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about 3 days ago they were using the patient programmer while it was dark, and they think they accidentally turned off the implantable neurostimulator (ins) by pressing the therapy on/off button instead of the orange check button because their neck started acting up like they had dystonia again. The patient added that they could hardly talk. This morning the patient checked the ins with the patient programmer and noticed therapy was off. About 10 minutes before they called patient services, the patient said they turned therapy back on. As soon as therapy was on, the patient said they felt a "giant jolt." The patient noted that the sensation was not painful, but their whole body felt like it had electricity. The patient likened the sensation to having a stroke because they couldn't talk. The patient mentioned that they had a similar sensation about 2 years ago when they turned therapy on after it had been off due to them forgetting to charge the ins for 6 days. At the time of the call, the patient programmer indicated that therapy was on and the ins battery level was ok. At the conclusion of the call, the patient felt like they were talking better. The patient asked if it will take time to adjust to the stimulation. Agent reviewed requested information and advised the patient to consult with their managing hcp if they have further concerns related to the therapy/stimulation.